Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the patient underwent catheterization at facility on (B)(6). During the 8th PICC maintenance at the facility on (B)(6), the catheter cracked and leaked. This results in the patient being re-catheterized and maintained, the patient claims to be affected by his own body. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient underwent catheterization at facility on (B)(6). During the 8th PICC maintenance at the facility on (B)(6), the catheter cracked and leaked. This results in the patient being re-catheterized and maintained, the patient claims to be affected by his own body. No other information was provided.